Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: feb 3, 2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that screwdriver handle broke into three pieces during removal of a lateral proximal tibia plate and seven screws on (B)(6) 2017. All the hardware was removed without any issue and the tibial plateau fracture was healed. No new hardware was implanted during the surgery. The procedure was completed successfully without any delay. Fragments generated from the broken screwdriver handle were easily retrieved. The date of initial implant surgery and the reason for removal are unknown. There is no complaint alleged against the plate and screws. Concomitant devices reported: lateral proximal tibia plate( part # unknown, lot # unknown, quantity # 1), screws (part # unknown, lot # unknown, quantity # 7). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed. A visual inspection, functional test and drawing review were performed as part of this investigation. This complaint is confirmed. The returned instrument was examined and the complaint condition was able to be confirmed. The handle was received in three (3) pieces and the dowel pin that fits through the handle was missing. The distal tip of the screwdriver is in good condition. Replication of the complaint is not applicable as the complaint was able to be visibly confirmed. The cannulated hexagonal screwdriver for 6.5 and 7.3 screws is mentioned in multiple technique guides such as the lcp condylar plate 4.5/5.0 technique guide to facilitate the insertion of 6.5mm and 7.3mm cannulated screws. Relevant drawings for the returned instrument(s) were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the circumstances leading to the damage is not known, the definitive root cause could not be determined. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes implants were removed intact due to patient preference as patient was considering going for a total knee procedure in future and has arthritis.